Event description:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on 28-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen") and deafness ("loss of hearing") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced deafness (seriousness criterion medically significant), tinnitus ("tinnitus"), fatigue ("chronic excessive fatigue"), nausea ("nausea"), dizziness ("dizzy spells, difficulty getting up in the morning"), night sweats ("excessive night sweats") and depressive symptom ("depressive symptom"). In (B)(6) 2016, the patient experienced epicondylitis ("epicondylitis"). In (B)(6) 2016, the patient experienced occipital neuralgia ("arnold's neuralgia"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), visual impairment ("severe visual disturbances"), migraine ("migraine"), musculoskeletal pain ("pain in the shoulders"), myalgia ("muscle and tendon pain"), tendon pain ("muscle and tendon pain"), chest pain ("pain in the chest"), arthralgia ("pain in the elbow"), neck pain ("pain in the neck"), menorrhagia ("haemorrhagic menstrual periods lasting 10 days"), menstruation irregular ("irregular cycles"), feeling cold ("feeling cold") and cardiovascular disorder ("poor blood circulation"). The patient will be treated with surgery (essure will be removed on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the abdominal pain lower, visual impairment, migraine, musculoskeletal pain, myalgia, tendon pain, chest pain, arthralgia, neck pain, menorrhagia, menstruation irregular, feeling cold and cardiovascular disorder outcome was unknown and the deafness, tinnitus, occipital neuralgia, epicondylitis, fatigue, nausea, dizziness, night sweats and depressive symptom had not resolved. The reporter considered abdominal pain lower, arthralgia, cardiovascular disorder, chest pain, deafness, depressive symptom, dizziness, epicondylitis, fatigue, feeling cold, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, myalgia, nausea, neck pain, night sweats, occipital neuralgia, tendon pain, tinnitus and visual impairment to be related to essure. The reporter commented: the doctors were unable to provide relief because they did not the cause, which is obvious for me, since placement of essure and which has worsened over the years. She reported on (B)(6) 2017 that essure would be removed on (B)(6) 2017. Further company follow-up with the regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pain in the lower abdomen and loss of hearing. Essure will be removed. Pain in the lower abdomen is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 28-apr-2017. The most recent information was received on 07-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the lower abdomen") and deafness ("loss of hearing") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced deafness (seriousness criterion medically significant), tinnitus ("tinnitus"), fatigue ("chronic excessive fatigue"), nausea ("nausea"), dizziness ("dizzy spells, difficulty getting up in the morning"), night sweats ("excessive night sweats") and depressive symptom ("depressive symptom"). In (B)(6) 2016, the patient experienced epicondylitis ("epicondylitis"). In (B)(6) 2016, the patient experienced occipital neuralgia ("arnold's neuralgia"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), visual impairment ("severe visual disturbances"), migraine ("migraine"), musculoskeletal pain ("pain in the shoulders"), myalgia ("muscle and tendon pain"), tendon pain ("muscle and tendon pain"), chest pain ("pain in the chest"), arthralgia ("pain in the elbow"), neck pain ("pain in the neck"), menorrhagia ("haemorrhagic menstrual periods lasting 10 days"), menstruation irregular ("irregular cycles"), feeling cold ("feeling cold") and cardiovascular disorder ("poor blood circulation"). Essure would be removed on (B)(6) 2017. Essure treatment was not changed. At the time of the report, the abdominal pain lower, visual impairment, migraine, musculoskeletal pain, myalgia, tendon pain, chest pain, arthralgia, neck pain, menorrhagia, menstruation irregular, feeling cold and cardiovascular disorder outcome was unknown and the deafness, tinnitus, occipital neuralgia, epicondylitis, fatigue, nausea, dizziness, night sweats and depressive symptom had not resolved. The reporter considered abdominal pain lower, arthralgia, cardiovascular disorder, chest pain, deafness, depressive symptom, dizziness, epicondylitis, fatigue, feeling cold, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, myalgia, nausea, neck pain, night sweats, occipital neuralgia, tendon pain, tinnitus and visual impairment to be related to essure. The reporter commented: the doctors were unable to provide relief because they did not the cause, which is obvious for me, since placement of essure and which has worsened over the years. She reported on 6-apr-2017 that essure would be removed on (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-jun-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 362 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2017: device evaluation received. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.